Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drugs (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unreported date during treatment for the event, pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient was recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.